Event description:
During the routine follow-up of the device involved in this report, oversensing episodes were visible in device memory.

Manufacturer narrative:
Review of the images by aga's medical consultant resulted in the following findings: the pre-procedural echocardiogram demonstrated severe right ventricular enlargement with a large, dynamic secundum asd. A small pericardial effusion was also present. The svc, aortic, av valve and superior rims were all adequate, however, the posterior rim was small and the adjacent ivc rim was deficient. The defect measured 30-33mm and a 34mm aso was placed. After deployment, the aso straddled the aortic root without any evidence of over-sizing. Additional views to ascertain device stability were not documented. The last tte images provided were performed two days after the procedure. It showed the aso had embolized into the right ventricle.according to aga's medical consultant, the aso embolized due to a deficient ivc rim. It was difficult to determine if the aso was improperly placed since all rims were not documented following device implant and release.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
To summarize this event, two days post-implant of a 34mm amplatzer septal occluder ("aso"), the device migrated to the right ventricle and was removed surgically without complication.